Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and on (B)(6) 2010 and a sling was implanted. It was not specified which date the device was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the sling was implanted on (B)(6) 2008. Concomitantly the patient underwent a transvaginal hysterectomy, anterior/posterior repair, cystourethroscopy it was reported that patient has pain, bleeding, urinary tract infections, scarring, atrophy, adhesions and incontinence. (B)(4). Atrophy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to uterine prolapse, cystocele, rectocele, and stress urinary incontinence. The patient experienced severe incontinence, urgency, frequency, nocturia, recurrent constipation, recurrent urinary tract infections, severe vaginal irritation, vaginal dryness, urinary obstruction, anterior and posterior granulation tissue, vaginal scarring, abdominal and pelvic pain, vaginal atrophy, vaginal bleeding, incomplete bladder emptying, and adhesions of small bowel to vaginal cuff. It was reported that on (B)(6) 2010 the patient underwent a procedure due to recurrent stage ii vaginal vault prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06820. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).